Event description:
It was reported that this right ventricular (rv) lead was explanted due to low sensing and high thresholds during routine follow-up. Fluoroscopy showed the lead in the same location, so physician asked for a new lead. No additional adverse patient effects were reported. The product is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to low sensing and high thresholds during routine follow-up. Fluoroscopy showed the lead in the same location, so physician asked for a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.